Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level was 550 mg/dl. The customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.